Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem of 'downstream occlusion is over occluding under medium settings' was confirmed in the event history log (ehl) through multiple 'downstream occlusion!' Messages but was unable to be recreated during evaluation. Evaluation inspected the device and performed flow line testing but did not detect any symptom or potential cause of the reported issue.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion/ "was over occluding" under medium settings during testing at the biomed service. There was no patient involvement. No additional information is available.